Manufacturer narrative:
(B)(4). Operator of device changed from na to health care professional. Device manufacture date: 04/11/2014-04/17/2014. A companion sample was received and an evaluation was performed to investigate the reported event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on the companion minicap sample. The reported issue could not be verified through the evaluation of the companion sample. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that one minicap sponge was drier than usual. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.